Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not discharge the amount of scheduled power during patient use. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the high voltage capacitor. The user was provided a quote for replacement. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the high voltage capacitor. The reported problem was confirmed. The customer was sent a replacement cost for the high voltage capacitor to resolve the issue. The high voltage capacitor to be replaced by customer as their budget allows. It has been concluded that no further action is required at this time.

Event description:
It was initially reported the device did not discharge scheduled amount of power during patient use and this report was considered a serious injury due to possible delay in life-saving therapy. However, additional information received via email clarified the issue occurred during preventative maintenance with no patient involvement. Therefore, the serious injury has been updated to a product problem. It was further clarified that the high voltage capacitor was out of delivery output energy range. There was no patient involvement.